Manufacturer narrative:
A review of the device history record revealed the item was released to stock on 03/21/2020. Job router was reviewed and no issues were discovered. Work and serial order numbers revealed the device passed all tests. The actual complaint sample was not returned to cardinal health for investigation. Root cause for the reported condition cannot be identify. No actions identified, since no evidence of a manufacturing issue was found. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
A nurse called saying that the pressure setting lights are not lit up on their catalyst device. When she tried to change the pressure settings, no lights would come on to indicate which pressure setting was in use. She also said that the alarm lights may not be working, because when another nurse came to check on the patient, the dressing was puffed up and no low pressure/leak alarm was going off. The patient was placed on a wet-to-dry dressing while they wait for another device. The customer reported the actual complaint sample was available for investigation, but did not use the prepaid (B)(6) return label that was sent. No additional information or patient demographics provided.